Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional details received noting that four days after implant patient was hospitalized due to high iop in the od (fellow eye) with a pressure of 49.1mmhg in the od, and pressure of the os was 6.1mmhg. The right and left eye had slighted congested conjunctiva. The xen remained appropriately implanted in the os. The next day, patient underwent "right eye mucotubular dilation plasty" under local anesthesia and operation went smoothly,. Post op, patient was prescribed preventative 0.5% levofloxacin, tobramycin, and dexamethasone eye drops. Patient's condition was stable. The next day, patient was discharged from hospital noting iop of the od was 7.6mmhg. The right eye had slight hyperemia and corneal edema. And the anterior chamber flashed (+). The left eye also had slight hyperemia, and had "aqueous humor shines (+).

Event description:
Additional information received, noting further details. The event of drain displacement in the left eye anterior chamber was noticed, as the xen device was about 5mm in the anterior chamber. Clinical patient was admitted to the hospital about a month later, due to "ocular hypertension of os after surgery for glaucoma". Intraocular pressure (iop) was noted as 32.4 mmhg. The xen device was seen at 11 o'clock in the left eye, no contact with cornea and iris, dense lens vitreous flocculent opacification. The patient was placed under local anesthesia for a "left eye mucituboplasty + left eye anterior chamber drainage tube removal". Device was removed intact. Following successful surgery, levofloxacin eye drops, tobramycin dexamethasone eye drops and other local anti-inflammatory and infection prevention treatment was given. And subject was discharged the same day with an iop of 10.9 mmhg. Left eye was slightly congested and "cornea was slightly edema". It was also noted, that the "anterior chamber flashed (+)". Subject condition was stable. Events resolved.

Manufacturer narrative:
Concomitant medical products: mecobalamin tablets. The event of high intraocular pressure is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical patient had a xen®45 gts implanted into the left eye and the next day experienced the mild events of corneal edema, mild conjunctival congestion, and anterior chamber inflammation. All three of these events resolved with no treatment needed. Nearly a year after placement, the patient experienced "drain displacement" that has not yet alleviated. Treatment has been noted as combined medication.